Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified shunt vein side. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 10atm within 80 seconds. Only the device was removed using normal method without any problem and the procedure was completed with another of same device. No patient complications were reported and patient was good post procedure.